Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp stated that the baclofen and morphine provide 90% relief. The patient had back pain, and it increased with sitting, bending and coughing. The patient described their back pain and leg pain as stiffness and spasms. The patient was experiencing foot cramping. The patient reported their pain radiates down to their leg and described it as a constant ache. The patient reported their spasms were well control except when urinating. The patient had limited range of motion in their lumbar region as well as tenderness. The patient experienced sensory impairment in their lower extremities and the strength in their right upper extremity was a 0/5. No further complications were anticipated/reported. Concomitant medications include: oral baclofen at 20mg 3x/day, bactrim ds 800-160mg tablet 1x/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for post spinal cord injury and intractable spasticity. It was reported the pump logs showed a motor stall occurred on (B)(6) 2018 at 3:27pm and a motor stall recovery was noted on (B)(6) 2018 at 4:38pm. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.